Manufacturer narrative:
Device was received with the new style all black retainer still attached to the pump case. A test p-cap and reservoir locks into place inside the reservoir the reservoir tube properly. Device passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. Device was received with scratched case and pillowing keypad overlay. No damage to the reservoir tube, reservoir tube lip, or retainer noted during physical inspection. Device was received with scratched case and pillowing keypad overlay. No damage to the reservoir tube, reservoir tube lip, or retainer noted during physical inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose levels were 500 mg/dl and 600 mg/dl. The customer did not mention any symptom and treatment related to high blood glucose level. It was unknown if the insulin pump was on auto mode at the time of the incident. The customer also reported that the retainer ring was missing and the reservoir was not able to lock in place when inserted into the insulin pump. The insulin pump will be returned for analysis.